Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, patient experienced unbearable pain while wearing aligner. Patient removed aligner and #24 tooth had incisal chip. Patient was examined by doctor and was advised to immediately discontinue aligner treatment. If patient wanted to continue orthodontic treatment doctor would refer to local orthodontist where they can be followed in person.